Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a double curve watchman truseal access system was used and a 24mm watchman flx laa closure device was implanted. The patient reported to the hospital seventeen days post index procedure, and a pericardial effusion was identified. A pericardiocentesis was performed, and approximately 200ml of fluid was drained via the pericardial tap. The patient fully recovered in the hospital and was discharged home with no residual pericardial effusion.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The patient reported to the hospital seventeen days post index procedure, and a pericardial effusion was identified. A pericardiocentesis was performed, and approximately 200ml of fluid was drained via the pericardial tap. The patient fully recovered in the hospital and was discharged home with no residual pericardial effusion. It was further reported that the patient experienced cardiac tamponade.

Manufacturer narrative:
H6: patient codes - cardiac tamponade added.